Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor broke. The reporter stated that the technician had a difficult time when trying to remove the cap, and heard a snap when the cap finally came off. The device had been partially filled with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned without the fillport cap. Visual inspection was performed with no signs of physical abnormality on the fillport (injection site, nor were there any other defects noted on the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.